Manufacturer narrative:
An event of a deformed depolyment was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report number 2135147-2020-00349. On (B)(6) 2020, a 24mm amplatzer septal occluder (asd) was selected implant. The user had difficult placing the device. When the device deploy, the left disc was unsheathed and anchored, however the right disc did not conform to its original shape and a cobra shape was formed. The device was removed from the patient and exchanged for another 24mm asd (lot #6581251). The user had difficulty placing the second device. When the device was deployed, the left disc was unsheathed and anchored, however the right disc did not conform to its original shape and a cobra shape was formed. The second device was removed and exchanged with a third 24mm asd (lot # 7101837). The third device did not form a cobra shape when fully deployed, but was too big for the surrounding anatomy. The left disc came into contact with the mitral valve. The device was removed and the patient was referred for surgical closure. No patient consequences was reported.